Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After that, the patient visited other hospital with red flare reaction and pain in the affected area. Further symptoms such as armd caused by ion leakage of mom and pseudotumor were observed, and also the loosening was seen on the side of the acetabular roof in the examination. Following this, the revision surgery was performed.

Manufacturer narrative:
The complaint states the reported products shown below were used for the primary tha surgery performed on (B)(6) 2008. - item no. 121782054, lot no. 00063 (domestic distributor); - item no. 121887354, lot no. 2491568; - item no. 136553000, lot no. 2450228; - item no. 900000126, lot no. 2452950. The patient had the primary tha surgery on (B)(6) 2008. After that, the patient visited other hospital with red flare reaction and pain in the affected area. Further symptoms such as armd caused by ion leakage of mom and pseudotumor were observed, and also the loosening was seen on the side of the acetabular roof in the examination. Following this, the revision surgery was fixed on (B)(6) 2017. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.